Manufacturer narrative:
The product was not returned for eval. The reporter indicated that the lot number of the dispensed product was not recorded; however, review of pt records isolated four possible lots that the lens in question could have originated from: r86014911, r86021108, r06029906 and r06009015. The lot device history records for all four lots were reviewed and show that all requirements were met. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Rec'd report that a pt was diagnosed with an infection in the right eye. Upon initial use, the pt felt there was something on the lens but continued to wear the lens. After one hour, the pt had foreign body sensation with blurred vision but continued to wear the lens for an add'l two hours. The pt visited an eye care professional who diagnosed the eye infection as possibly herpetic or acanthamoebic. The next day, pt visited an ophthalmologist who confirmed the infection. A culture was performed and found negative for growth. Pt was treated with a prophylactic antibiotic and bandage contact lens, adding cycloplegic agent for comfort with oral antiviral agent and oral painkiller. The visual prognosis is good.